Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. The stryker fsr found that the clip on one of the batteries was damaged and that the other had a minimal charge. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.